Event description:
During testing at the user facility, the device had "audible tones" while on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use.